Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2019-n-3767-0002) on 04-nov-2019. The most recent information was received on 04-nov-2019. This case has been identified during monitoring of postings on an FDA hosted docket website for essure which has been established in preparation of a public FDA advisory committee meeting taking place on (B)(6) 2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('medical device removal') and autoimmune disorder ('autoimmune response from essure has long lasting effects, even after removal, on our bodies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant), tooth fracture ("half of my teeth left") and inflammation ("essure's main purpose is to cause inflammation."). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, tooth fracture and inflammation outcome was unknown. The reporter considered autoimmune disorder, inflammation, medical device removal and tooth fracture to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: ppc and causality comment added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-nov-2019. ¿this case has been identified during monitoring of postings on an FDA hosted docket website for essure which has been established in preparation of a public FDA advisory committee meeting taking place on november 13 and 14, 2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('medical device removal') and autoimmune disorder ('autoimmune response from essure has long lasting effects, even after removal, on our bodies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant), tooth fracture ("half of my teeth left") and inflammation ("essure's main purpose is to cause inflammation."). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, tooth fracture and inflammation outcome was unknown. The reporter considered autoimmune disorder, inflammation, medical device removal and tooth fracture to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible.